Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the scope exerting force on the tip during scope manipulation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: left thoracoscopy. Event description: cer # (B)(4) will address event unit 1 of 2. Cer # (B)(4) will address event unit 2 of 2 (mw # na). Two cannulas broke during the same intercostal case. The first cannula fractured during manipulation when the surgeon performed intrathoracic observation with a scope camera. The fracture did not cause articulation. It is unknown where the fracture occurred on the cannula. The event unit was replaced with a new trocar and the case continued. The second trocar broke half-way on the shaft and was noticed upon removal of the trocar towards the end of the case. The second half of the cannula was removed from the chest cavity. It was unknown if the case was a robotic case. It was unknown what method of insertion was used. No patient injury occurred. Both devices are available for return. Additional information was received via email on 01-may-2018 from applied medical implementation specialist. Additional information was received via email on 10-may-2018 from applied medical implementation specialist. "There were two trocars returned. They were on the same patient but in two different locations. I don't know which trocar was placed where. As to the location of the fracture (tip shaft, latch) you would have to refer to the samples returned. The port was not used on a robot. The method of insertion was manual. Also, I wanted to share this information with you. I spoke with the operating room manager, she told me he does about 2-3 of these types of procedures a month and has used the applied trocars now for a while. This is the first time this has happened to him. He will continue to use the applied trocars going forward. He had commented that is was an unusually tough patient. Medically, I'm not exactly sure what that means." Type of intervention: the event unit was replaced with a new trocar and the case continued. The second half of the cannula was removed from the chest cavity. Patient status: no patient injury occurred.